Event description:
It was reported that the patient presented in-clinic for a scheduled follow-up with symptoms of pacemaker syndrome. Upon attempt to interrogate the device, it was discovered that it was in backup operation and could not be interrogated. The backup vvi mode could not be resolved and the device was unable to be interrogated. The physician elected to explant and replace the device. The patient was stable after the procedure.

Manufacturer narrative:
The reported event of backup vvi without backup defibrillation only was confirmed in the laboratory. Review of the device image indicated that device reset was due to watch dog error timed-out. The reset was not replicated in the lab. The cause of the reset was not determined. Longevity estimation was performed, and the battery was lower than expected. The device was tested, and the device was normal. The cause of premature depletion could not be determined.